Manufacturer narrative:
Results: a sample was returned for evaluation. Visual examination observed the defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5125750. Conclusion: an absolute root cause for this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time.

Event description:
It was reported that the bd vacutainer® complete urine collection kit had a defective stopper and there was no vacuum in tube. No serious injury or medical intervention reported.